Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The MFR rep reported a pt was experiencing markedly increased spasms for a few days or possibly one to two weeks. An x-ray was done and pump replacement was scheduled. No rotor study or dye study were performed, however, medication and csf were withdrawn with good flow before replacement. The pump was returned to the MFR for battery depletion. The drug used in the pump is lioresal 2000 mcg/ml (dose unk). The pt recovered without sequela. Add'l info received from the hcp indicated the pt's only symptom was a significant worsening of spasms. The pt suffers from paraplegia with severe spasms due to a traumatic brain injury. On the refill date for the pump all 18 cc were aspirated that had been instilled at the previous refill. The pump never indicated a low battery. The pt was placed on oral baclofen 80 mg/day.